Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. It was observed that the imaging window was detached from the lap joint section and was not returned with the device. Imaging core windup began 24.00 cm from the distal end of the connector shaft. The distal housing of the transducer was observed complete and with no shattered pieces. Impedance testing revealed an electrical open at the proximal wave form. The image characterization testing could not be performed due to the returned device condition.

Event description:
Reportable based on device analysis completed on 15jan2021. It was reported that a visualization issue occurred. An opticross hd imaging catheter was selected for use to view the target lesion. During usage, the screen became black, and nothing was displayed. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a detachment in the lapjoint section.